Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the surgeon that the pt experienced a driver low pressure alarm and a noise coming from the compressor. The pt was hand pumped and place on back up dual drive console (ddc) without further incidents.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time.